Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the downstream occlusion (dso) sensor was found out of specification. The root cause was determined to be an inoperable dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a 'cassette not attached' error. The event occurred during testing, there was no patient involvement.